Manufacturer narrative:
(B)(4). Device passed displacement test; it failed self test returning an unexpected hardware low level failure alarm. Hardware low level failure alarm is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. No pump error was noted during testing either, and no insulin pump error alarm was found in the formatted history file. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer performed the self test and the test was passed. The device will be returned for analysis.